Event description:
The hosptial reported that during an off pump procedure, the padding from the blades of the stabilizer fell off into the pt's chest. The surgeon retrieved the pad without any pt complications. The hospital did not report any pt injury.